Event description:
During a laparoscopic gastric bypass procedure, with the first device, the staple drivers pushed past the cartridge drivers 1cm, into the staple line causing 3.5 cm strip without staples in the stomach. Second device fired with similar event. Rent and distal staple line were oversewn to complete the procedure. There was no pt consequence.